Manufacturer narrative:
Concomitant products: product ID: neu_stylet_acc, product type: accessory. Product ID: neu_stylet_acc, product type: accessory. Analysis of the lead (lot #va0vejf) found no anomaly.

Event description:
Information was received from a health care professional (hcp) and company representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there was high impedance on the lead right out of the box with the external neurostimulator (ens) and cable during procedure. Combos of 1 and 2 were over 4,000 ohms despite connecting it, disconnecting again and reconnecting it. They tested contacts 1 and 2 with alligator clips and there was still high impedance in the bipolar configuration and in monopolar configuration. The physician felt a new lead should be used for the implant. A new lead was implanted and did not show high impedance which further confirmed lead and not patient impedance. They even stimulated through 1 and 2 prior to re-taking impedance on the first lead and still got high impedance. The lead was replaced and no problems were found on the second lead. The issue was resolved at the time of report. No symptoms were noted. There was no patient death, no patient injury and they recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.